Event description:
Consumer called to report taking their family member's meter to a lab for verification testing. Results were very different. Analysis run on clark error grid using lab reading (60) as ref. Point vs. Bd readings of 91 yielded data pooints in the d zone of the grid, outside of acceptable limits.